Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified solution. After an unspecified length of time in use, the customer contact reported a "slice" in the tubing. An unspecified volume of the solution leaked. The customer contact indicated that the "slice" in the tubing was from the use of the slide clamp. There were no reported adverse patient effects and no reported delay of therapy critical for this patient. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).